Event description:
Quik-combo electrodes were applied to a pt for an elective synchronized cardioversion. The pt's chest was described as hairy. According to the reporter, when a shock was delivered, an arc was seen to occur at the electrode site. No adverse affects to the pt were reported as a result of the alleged malfunction.